Event description:
Cannot bend knee [joint range of motion decreased] major swelling of left knee, completely debilitating [swelling of l knee] pain [aching (l) knee] knee drained as much as possible [effusion (l) knee] case narrative: initial information received on 20-dec-2019 from canada regarding an unsolicited valid serious case from non-healthcare professional via email. This case involves a 72 years old female patient who cannot bend knee (latency: unknown), major swelling of left knee, completely debilitating (latency: approximately 4 hours), pain (latency: same day) and knee drained as much as possible (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient had no comorbidities, past drugs and was a healthy active person. The patient's family history and past vaccinations were not reported. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch, indication: unknown) (there would be no information on batch number). The same day, patient experienced major swelling of left knee approximately 4 hours after the injection which was completely debilitating. Also, the same day, patient had pain which was for a week or probably more. On an unknown date in (B)(6) 2019, patient went to the hospital to have her knee drained as much as possible (latency: unknown). At the hospital she had her blood tests done and vital signs checked. Patient reported she had some relief from the pressure but it was still ongoing. Further, she reported that she cannot bend knee (latency: unknown) (onset: (B)(6) 2019) and was using crutches. All events were assessed as serious as they led to disability. Action taken: not applicable for all the events. Corrective treatment: crutches for all the events. Outcome: not recovered/not resolved for all events. A product technical complaint (ptc) was initiated on 03-jan-2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Investigation complete date: 09-jan-2020. Follow up information received on 02-jan-2020 from non-healthcare professional. No new information. Additional information was received on 09-jan-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Cannot bend knee [joint range of motion decreased]. Major swelling of left knee, completely debilitating [swelling of l knee]. Pain [aching (l) knee]. Knee drained as much as possible [effusion (l) knee].. Case narrative: initial information received on 20-dec-2019 from (B)(6) regarding an unsolicited valid serious case from non-healthcare professional via email. This case involves a (B)(6) years old female patient who cannot bend knee (latency: unknown), major swelling of left knee, completely debilitating (latency: approximately 4 hours), pain (latency: same day) and knee drained as much as possible (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient had no comorbidities, past drugs and was a healthy active person. The patients past family history and past vaccinations were not reported. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch, indication: unknown). The same day, patient experienced major swelling of left knee approx. 4 hours after the injection which was completely debilitating. Also, the same day, patient had pain which was for a week or probably more. On an unknown date in (B)(6) 2019, patient went to the hospital to have her knee drained as much as possible (latency: unknown). At the hospital she had her blood tests done and vital signs checked. Patient reported she had some relief from the pressure but it was still ongoing. Further, she reported that she cannot bend knee (latency: unknown) (onset: (B)(6) 2019) and was using crutches. All events were assessed as serious as they led to disability. Action taken: not applicable for all the events. Corrective treatment: crutches for all the events. Outcome: not recovered/not resolved for all events. A product technical complaint was initiated and results were pending for the same.